Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that after the patient received high voltage therapy, the device did not save the egm of the event. Review of the available data showed that the device had multiple egms stored, and it was suspected that the episode may not have been saved due to storage capacity. It was recommended that the patient be brought into clinic for further device assessment. The patient will continue to be monitored remotely.